Event description:
It was reported that a nurse programmed zosyn 3.375 grams/100 ml as a secondary to infuse over 4 hours at 25 ml/hr using the med surge profile. The bag was found empty after 1 hour. There was no patient harm or medical intervention. Although requested, no further patient or event details were provided. After receiving preliminary results of the event log review for the pump system involved which showed no programming errors, the biomed reported that he checked the device tubing himself and determined that a check valve failure in the primary set was the cause of the event.

Manufacturer narrative:
(B)(4). Unable to determine the root cause of the customer's reported check valve failure. The customer state the set was discarded. Reference MDR # 2016493-2012-00378 for the results of the event log review of the associated pump system.